Event description:
Allegedly the pt felt pain in her hip in (B)(6) 2013. The surgeon found a pseudotumor by x-ray. During the revision surgery, her hip had some tela which had no blood. Each junction had black materials. The stem-neck junction was blacker than the head-neck junction. The surgeon has never seen this before. The surgeon wants to know the condition for each articulation surfaces and the condition for both junctions. The surgeon especially wants us to investigate the condition for the distal neck taper. Medium activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in the (B)(6). This is the same event as 3010536692-2014-01199, 01201.